Event description:
It was reported that this implantable pulse generator (pacemaker) recorded a false positive signal artifact monitor episode due to oversensing of electromagnetic interference that disabled the minute ventilation (mv) feature. Isometrics did not reproduce any noise. Technical services reviewed the case and suggested to re-enable the mv feature and to turn off right atrial sensing, as the patient also suffers from chronic atrial fibrillation. Additional information received indicates that this pacemaker exhibited myopotential noise, leading to inappropriate sam episode and low out of range pacing impedance measurements on the rv lead. Which was believed to be caused by electromagnetic interference (emi). Upon review, it was noted that the impedances over past year were in range for both leads. The plan is continue to be monitored. This pacemaker remains in service and no adverse patient effects were reported.